Event description:
It was reported by a customer in (B)(6) that, due to shiley's discontinued product size range, they used a 6.5 pelf pediatric specialized tracheostomy tube instead of a 6.5pdl. As a result, it caused a sore throat to the pt during suction. A day after, a 6.5pdl tracheostomy tube was inserted, and the symptoms went away. The distributor assured the customer that there were no changes in the sizing or length, and sent her the devices' brochures. The customer provided photos in which it clearly shows that there is a difference in the curvature, and the length of the tube and the obturator.

Manufacturer narrative:
(B)(4).